Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to indicate device serial number. To date, apollo has not received the device nor any further device information. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Gastroesophageal reflux..

Event description:
Reported as: a patient with the orbera intragastric balloon was reported to have "gerd and significant reflux with liquid coming up and distention." Follow-up confirmed the original report, and found the patient had the orbera removed. It was reported that the patient's symptoms were unable to be resolved with medical management. The patient "tried all the options, but hadn't been able to return to work since the balloon was placed, and ultimately asked to have it out. The physician felt the removal was necessary as they had already tried all the options."

Manufacturer narrative:
Supplement #2 - apollo has no additional information or clarification on the reported event at this time.

Event description:
Additional information provided by the patient that they were: "vomiting up blue balls and had to have their gall bladder removed after they had their orbera removed."

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 03/14/2016. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device was observed to be discolored, and blue in color. Dark particles were noted on the on both the outer and inner surfaces of the device. Green particles were noted on the inner surface of the device. Blue liquid was noted in the inner surface of the device. An air leak test was performed, and multiple openings were observed in the device shell. A microscopic analysis was then performed, and found the openings were consistent with damage from a surgical removal tool. A valve test was performed, and there was no blockage or resistance to flow noted. Device labeling addresses the additional reported events of dehydration, pain, constipation, cramps and exhaustion (fatigue) as follows: possible complications: possible complications of the use of orbera include: abdominal or back pain, either steady or cyclic. Safety events were as expected for the orbera group, with the majority of the orbera group reporting gastrointestinal adverse events during the first two weeks after placement. The most common device-related adverse events were nausea and vomiting (74.2%), abdominal pain (54.8%), gastroesophageal reflux (38.7%), lethargy (32.3%), and dehydration (25.8%). These events typically resolved within two weeks

Event description:
Additional events reported by the patient as: "dehydrated, cramps in legs, constipated, abdominal pain and had severe exhaustion."